Manufacturer narrative:
Mindray service representatives replaced the system disclosure drives and tested the system to specification.

Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.